Event description:
It was reported that the patient experienced high blood glucose event for greater than three or four hours which was treated by manually delivered more bolus and the infusion set cannula was found bent on (B)(6) 2026. The site location was on thigh side of the leg.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.